Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the implant site. Symptoms of drainage and pain was noted. The patient was placed on antibiotics. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components will not be returned as they were discarded.